Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 155mg/dl. A system check was performed and the pump performed as intended. During a follow-up, it was confirmed the customer successfully resumed insulin deliveries after an infusion set site change was performed and the cartridge had been reloaded onto the pump.